Manufacturer narrative:
Insulin pump alarmed insulin flow blocked during seating due to moisture damage found on the force sensor. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test due to unexpected insulin flow blocked alarm. Moisture damage on the electronic assembly and motor assembly also noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had perform a displacement verification test and the test was failed. Customer¿s blood glucose level was unknown. Customer stated that they received no delivery alarms during bolus and prime. Customer troubleshoot was performed. The insulin pump will be returned for analysis.